Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device powered down and won't turn on. There was no reported patient involvement.

Manufacturer narrative:
A replacement battery was ordered and the customer will install it upon delivery. The device remains at the customer site.